Event description:
It was reported that during a gastric bypass, after firing the device, it was re-loaded and the staple legs on the proximal end of the reload are in an upward fashion. Protective cap used during loading. The staples are protruding immediately after removal of the protective retainer cap 4-6 legs on the proximal end. Completed the case with another device with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial number = na.